Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The camera instrument adapter was removed from the endoscope housing, and it was observed that the aea bearing and shaft bearing caused the friction issue. Additional observations not reported by the site: the endoscope was visually inspected and found with a minor cut to the cable insulation and damage to the button pack assembly. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, errors occurred on universal surgical manipulator (usm) 3 of the patient side cart (psc) when the customer installed an endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed errors reported on axis 4 of arm 3. The errors indicated stiff or failed rotation axis on the endoscope. The customer had reinserted the camera multiple times to get it to work during troubleshooting. The customer also reported that the scope turned unprompted.. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. However, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation or if additional information is provided.